Event description:
The customer stated that one patient sample generated a false positive result of 3.2 iu/ml for the axsym toxo-igg assay. The sample was retested and a negative result of 0.00 was obtained. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). Evaluation (B)(4) method: other: message history log was reviewed. An investigation was conducted to evaluate this issue. The message history log documented a probe crash had occurred one month earlier and the probe was not replaced at the time. The customer was instructed to replace the probe and clean a dirty pump. No more erratic results were reported thereafter. No product deficiency was identified, however, the customer was referred to the system operators manual which provided information concerning discrepant results and probe crash recovery procedures. The customer was also advised that failure to follow labeling instructions may cause discrepant results.

Manufacturer narrative:
(B)(4). An investigation is in process. A final report will be submitted when the investigation is complete.